Manufacturer narrative:
Additional questionable probnp results were reported: patient ID: (B)(6) - a plasma sample collected on (B)(6) 2021, had an initial result of <5 and a repeat result of 2025 pg/ml. Patient ID: (B)(6) - a plasma sample collected on (B)(6) 2021, had an initial result of <5 and a repeat result of 1352 pg/ml. Patient ID: (B)(6) - a plasma sample collected on (B)(6) 2021, had an initial result of <5 and a repeat result of 464.1 pg/ml. Medwatch field b3 was updated.

Manufacturer narrative:
Calibration, qc, pre-analytical and instrument data were submitted and analyzed. Calibration and qc were acceptable. Based on the calibration and qc data, there was no indication of a reagent performance issue. The alarm trace contains multiple abnormal sample aspiration errors which is an indication of possible poor sample quality. The field service engineer inspected the instrument and found no direct cause for the issue. The measuring cells and the pinch tubing were replaced as they were noted to be degraded. Verification tests were performed with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for patient samples tested with elecsys probnp ii immunoassay on a cobas 8000 e 602 module. The patient's sample had an initial result of 7.81 pg/ml. The physician questioned this result because the patient's last five results were all high. The user reran the patient sample on the same cobas 8000 e 602 module and obtained a flagged result of 3,009 pg/ml. It was reported that the patient's treatment was delayed because of the questionable result. There was no report of the patient being harmed because of the delay. The user then reran previously processed samples with low results. Patient ID: (B)(6) had an initial flagged result of <5 pg/ml. The repeat result was 621.9 pg/ml. Patient ID: (B)(6) had an initial flagged result of <5 pg/ml. The repeat result was 830.5 pg/ml. Patient ID: (B)(6) had an initial flagged result of <5 pg/ml. The repeat result was 860.6 pg/ml. Patient ID: (B)(6) had an initial flagged result of <5 pg/ml. The repeat result was 726.8 pg/ml. The questionable results were released outside the laboratory. The repeat results were deemed to be correct. The reagent lot number is 50774701. The expiration date is 31-may-2022.